Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.No additional information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for movement disorders. The patient reported that they are charging too frequently. The patient charges their ins to 100% when they charge. When the patient first got the device they were charging every 5 days, and they are now charging every 2 days, and it takes them 1 hour to charge. The stated that charging is not a big deal to them. The patient does not let the ins get below 50%. It was reported that the patient has had some settings changes. The patient changed settings when symptoms got worse, but they then changed them back. The patient has been programmed at 4v since (B)(6) 2016. The patient stated that they have slight symptoms when the ins get down to 75%. Technical services reviewed how settings can affect the ins drain rate, and the patient stated they knew that they have high settings. The patient said their doctor redirected them to the manufacturer to ask about the issue. The patient was asked when the issue began, and they did not know. No complications or further complications were reported. [Refer to manufacturer report #3004209178-2017-11291 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.